Event description:
This lead was explanted and replaced because it was dislodged due to the patient having twiddlers syndrome. This lead was found coiled on top of the ICD and the patient claimed to have been shocked. The ICD was not able to be interrogated, possibly due to the shock with the lead on top of the ICD. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the rv shock coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explant procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In particular, the values of the parameters measured during the analysis of the fixation mechanism proved to be within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.